Event description:
The customer reported that the system made a noise and was unable to perform fluoroscopy x-ray. There is no repot of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.